Event description:
Additional information received identified the lead was explanted replaced with another model. Effective stimulation was restored postoperatively

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced ineffective stimulation following an impact while cycling. System diagnostics revealed high impedances on the s2 lead and the lead was found fractured. Surgical intervention may be taken at a later date to address the issue.